Manufacturer narrative:
Additional information determined the following: patient code is also related to this event. Additional review determined that the conclusion code no longer applies.

Event description:
Additional information was reported by the consumer. After implant the patient got an infection, almost died, had no recollection of a couple of weeks. It was removed and the patient had to stay in a nursing home for a few months to recover.

Event description:
It was reported that the pump was "not working,¿ and that the catheter was not going into the correct area. It was noted the patient presented on (B)(6) 2014 unable to walk. The patient had an infection and it was stated the patient was "losing her legs". The reporter noted it was unknown whether this event was related to the pump. The pump system was being used to deliver morphine. It was later reported that the patient had prophylactic antibiotics administered intravenously (IV) for the pump placement on (B)(6) 2014. The infection was diagnosed on (B)(6) 2014, and the patient had symptoms of low back pain. The primary location of the infection was located at cervical spine 4 (c4) and thoracic vertebra 12 (t12). A culture was obtained from the lumbar wound showing a staphylococcus infection. A revision was performed on (B)(6) 2014 and infectious disease with IV antibiotics and the patient continued to be followed by infectious disease.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).